Event description:
Device 2 of 2. Reference MFR report 1627487-2016-06104. Additional information received identified the scs system was explanted on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report 1627487-2016-06104. It was reported the patient experienced discomfort at the lead sites. The patient has not used the system in over a year. The patient wants the system explanted.